Event description:
A nurse reported to baxter that a tip protector was separated from the spike of the transfer set during the set exchange. The customer reported that he/she did not touch the tip protector, so that the customer wondered why the tip protector was separated. There was no patient injury or medical intervention was reported. There was patient involvement. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). The actual sample is available and has been requested. Should the actual sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. An evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. Visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. Clear passage test was performed with no issues noted. Clamp function test was performed with no issues noted. Uv spike outside diameter measurement was performed with the following reading: 0.212 (specification limits 0.212 - 0.218 in.)